Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found within of specification in relation to the reported device powers off without user input, which was not reproduced during evaluation. A review of the event history log identified the presence of "improper shutdown!" On the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. The device was found to function as designed with relation to the reported symptom. The customer's battery was not returned with the device, therefore the only additional testing that could be performed were with known functional parts. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powers off without user input. There was no patient involvement. No additional information is available.